Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The left ventricular lead dislodged and exhibited loss of capture. The lead was explanted and replaced. The patient was in good condition post procedure.